Event description:
The nurse reported that the venous lumen of tesio catheter snapped in two during the dialysis treatment. The line was clamped closest to the pt to prevent blood loss and any air from entering the bloodstream. It was also reported that the arterial adapter had come off. According to the nurse the catheter was inserted less than a month ago. The catheter was replaced and the pt is stable.